Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced diaphragmatic stimulation at the same time every day. In addition, this implantable transvenous lead exhibited what appeared to be loss of capture. The morphology did not change during the threshold test.